Manufacturer narrative:
Vyaire medical file identification: (B)(4). Field service technician went onsite and evaluated the device. Device won't pressurize above 10 cmh2o. Technician checked pneumatics and tried to perform pneumo cals. Technician found that adjust knob was not fully clockwise then corrected the issue. Technician performed pneumatic cals again and all pressures came in accordingly. Performed pre-use check out and all readings were in specifications.

Event description:
The customer reported mean airway pressure only goes to 8 issue on the 3100 a ventilator. The customer reported that there was no patient involvement associated with the reported event.